Manufacturer narrative:
Stryker further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was due to a shorted integrated circuit, designator u5.

Event description:
The customer contacted stryker to report that their device's large keypad is not functional. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's large keypad is not functional. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.